Manufacturer narrative:
Weight - 1.5kg. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte-n¿ IV catheters the needle pierced the catheter. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: while checking the catheter (after purging by inserting and removing the needle in the plastic guide) the needle gets blocked and pierces the guide. Recurrent problem on 7 catheters that day.

Event description:
It was reported while using bd insyte-n¿ IV catheters the needle pierced the catheter. This occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: while checking the catheter (after purging by inserting and removing the needle in the plastic guide) the needle gets blocked and pierces the guide. Recurrent problem on 7 catheters that day.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.